Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that they repaired the iabp unit for another issue in january, and it was returned to clinical service. They also reported that the iabp has not been called in for any problems since it was returned to service in january. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display that was flickering. The customer could not get information on the screen. It is unknown if there was a patient involved however; no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the intra-aortic balloon pump (iabp). A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display that was flickering. The customer could not get information on the screen. It is unknown if there was a patient involved however; no adverse event was reported.